Manufacturer narrative:
Date of event: date inaccurate, only the month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that for the last 2 weeks, when the patient moved and were recharging their ins, the ins would stop charging and it would disconnect. The ins was charged at about 70% each morning when they awoke. Now their ins would not charge. They also received the "replace controller batteries" message on their controller when they attempted to charge their ins. About two weeks ago, their ins depleted, so they took the lithium battery pack out of their controller for 5 minutes and cleaned "the side." During the call, the patient inspected the recharger antenna cord and plug, the controller port, the battery pack contacts, and the battery compartment pins, but no damage was detected. A replacement recharger was requested. Additional information was received from the patient. The patient called back and they received their replacement recharger and the recharger worked fine for the first 5 days; after 5 days they were having telemetry issues when attempting to charge their ins. There was no visible damage to the recharger and the controller charging port and the recharger was not becoming hotter than usual while recharging their ins. A replacement controller was sent to the patient. Additional information received from the patient on 2022-may-06. It was reported that the patient received the new controller and recharger, but that did not resolve their recharging issues. When attempting to charge their implant, the patient would receive messages beeping at them. The messages would be "not working" and "need help." The device would tell the patient to reposition the recharger, and the patient noted that they did not remember the messages. It would take the patient 30 minutes to charge the implant 10%. They would be able to charge at "excellent" but it would take 30 minutes before the implant charged at all. They verified they were using their new equipment and they verified they had no recent falls or traumas. Sometimes the ins location became "so bad" they had to put pain cream medicine on it to "wash the area." The patient reported that something was wrong with the implant since it became "pretty bad and intense." The patient was redirected to their healthcare provider and their manufacturer representative for further assistance.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The pt stated that the issue was resolved.

Event description:
Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt called back stating it took them 1 hour to charge their implant battery from 30% or 40% to 80%. Pt had to stand up to charge and walk around because when they sit they could not charge. Pt said their stimulator needed to be repair or changed. Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt called back from number registered saying they were trying to recharge the ins this morning, but kept getting poor recharge quality each time they tried. Pt even tried resetting controller, and coming back to recharging later, but still got poor. Pt confirmed they were using the new recharger (rtm) and did not see any damage to controller port. Patient services (pss) had pt force the controller into passive recharge mode, and pt reported middle number 96 while standing up. Pt then started charging the ins on excellent and was able to increase the ins charge from 90-100% (controller was 80%). Pt then mentioned they were not able to charge when sitting down. Pt tried to sit down while charging, but came up with poor recharge quality right away. Pt forced controller into passive recharge mode while sitting down, and the highest number they got was 81, however when they tried to charge like normal (without moving rtm from that position), pt kept getting poor recharge quality. Pss redirected the patient to their healthcare provider (hcp) to check ins and recharging. Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The patient rep orted that they met at their healthcare provider's (hcp) office. They were not aware that the stimulator was off. Nothing has been taken care of with their current manufacturer representative (rep). The patient is wondering why they cannot charge their implantable neurostimulator (ins) while standing sitting down. The patient stated that they were troubleshooting with another rep. The rep had taken the recharger (rtm) out of the belt and could not locate, or had trouble locating the ins. The patient had called someone at medtronic and they had recommended double sided tape/adhesive discs the paddle which the patient does not think will work.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.